Event description:
Surgeon was drilling the twist drill into pt's jaw and the twist drill broke inside the pt's jaw. A 2 cm of the drill remained in the pt's jaw. They were unable to remove it.

Manufacturer narrative:
Product not returned by facility. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.